Event description:
The recipient reportedly experienced an infection at the implant site after implant surgery. Per protocol, the recipient was prescribed amoxicillin upon discharge, however, did not finish the medication. The recipient presented with redness around the suture site. The patient was prescribed vancomycin. On (B)(6) 2018, the recipient underwent a surgical wash. The recipient was prescribed ampicillin. The recipient's infection has resolved. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.